Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to a hole in the reservoir that was resulting in fluid loss and issue with inflating the device. Troubleshooting to inflate the cuff was attempted in the clinic, but the issue was not resolved. A new ipp was implanted. The physician believed that the reservoir was positioned incorrectly in the body, which lead to the hole in the component. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the reservoir identified a leak in the shell that was a result of wear at the fold. The kink resistant tubing (krt) was inspected and did not present any leaks but was worn down to the filament. Both cylinders presented wear at the folds of the middle to proximal end of the cylinder body, but no leaks were found. The pump was visually examined with no leaks found; however, the pump did not pass the functional testing performed. Based on the information available, the analysis confirmed the reported allegations, and the conclusion of cause traced to component failure was chosen. Correction made to b5 describe event.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to a hole in the reservoir that was resulting in fluid loss and issue with inflating the device. Troubleshooting to inflate the device was attempted in the clinic, but the issue was not resolved. A new ipp was implanted. The physician believed that the reservoir was positioned incorrectly in the body, which lead to the hole in the component. There were no patient complications reported.